Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill two of four. The hp did not see any air in the lines or any reason for air in the lines. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. The hp stated that he would use manual supplies in the morning to complete therapy. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.